Event description:
It was reported by service report that the footboard is cracked. There was no pt involvement and no adverse consequences have been reported.

Manufacturer narrative:
Result: footboard. Conclusion: replaced footboard.